Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer changed the infusion the day prior to the event. Found that the customer changes the tubing every three days and the reservoir every four days. The customer was advised that the entire infusion set should be changed every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.